Event description:
Ruptured right saline portion of bilumen implant with discoloration of saline and tissue staining. A 35 yr old white g3p3 female status post bilateral subglandular inframammary bilumen implants 255:20 cc for augmentation 7/19/83 w/excision of a "left fibroadenopathy." Pt developed contractures & had closed capsulotomies times 9 which resulted in softening, 3.5 yrs prior. The pt had complaints of local discomfort, still had contractures on exam w/bilateral axillary adenopathy, right mass smaller, approx 30cc. MRI did not show saline, but since radiologist did not know type of implant, no rupture was read. Surgery 12-22-94 showed right saline deflation w/bleed, cloudy, yellowed gel, but moderate histocytes on capsule; saline was dark brown. Pt has systemic complaints including: arthralgias, myalgias, fatigue, adenopathy, night sweats, headaches, neurocognitive problems, hair loss, and dry mouth. Healthy exsmoker.